Event description:
Reportedly, the device was explanted after an implant duration of approximately 121.30 months. On 09/23/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis. Per the operative report of (B)(6)2010, when the surgeon "...explanted the paricardial valve it certainly confirmed the echo finding in that the leaflets had calcium in them and one leaflet was almost totally immobile."

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Evaluation summary: as received, the valve tissue was cut off. Some pieces of tissue were returned which appear to be sections of the valve leaflets. Minimal to moderate host tissue overgrowth is detected onto the described tissue. Most of the sewing ring has been cut off. Sections of the sewing ring were received as well. Band fracture is noted in the x-ray. Not able to evaluate due to the current condition of the valve. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The device was received in such a condition that it made it impossible to evaluate. However, the reason for explant of the device provided in the operative report was "severe mitral stenosis". The surgeon described the device at the time of explant "I grasped the edge of the valve with the suture and retracted on it and then began incising around the sewing ring, removing some of the pannus and dividing and cutting away the knots and pulling out the sutures." While the device was not intact for the evaluation, it can be reasonably suggested that there was host tissue that restricted the movement of the leaflets causing the stenosis based on this report. Moderate host tissue overgrowth was noted on the returned tissue and most likely was the primary reason for explant. However, the extent of the host tissue cannot be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Method: x-ray.